Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level at the time of incident was 75 mg/dl and current blood glucose was 50 mg/dl. Customer has been experiencing low blood glucose for half an hour. Customer treated for low blood glucose using glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unsure if auto mode was automatically delivering insulin at the time of low blood glucose event. Customer does not allege pump was over delivering. Customer reported insulin exited at the quick release. The devices will not be returned for analysis.